Event description:
During a procedure, an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgment occurred. The lesion intended to be treated was the proximal left anterior descending (lad) artery. The lesion had mild calcification. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. There was no excessive force used during delivery. An attempt was made to inflate the balloon to achieve the target pressure, but the stent delivery balloon failed to expand. During an attempt to withdraw the delivery system to replace the device, the stent was dislodged from the balloon and remained within the coronary artery. A snare was immediately deployed, and the dislodged stent was successfully retrieved from the patient's vessel. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.